Event description:
The customer reported a popping noise heard from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site investigation of the system. The rep checked ac and dc voltages, reseated boards and cables, regreased hv cables, replaced x-ray control battery, erased and reloaded flash memory and calibrations, and ran filament calibration. The system now functions as intended, and was returned for customer use.